Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Updated: b4, b5, d2, g1, g3, g6, h1, h2, h3, h6, and h11. Corrected: h4. No devices were received. A photograph of the explanted device was provided; however, a detailed evaluation cannot be performed. X-ray evaluation by third party hcp states that left total knee arthroplasty is seen with subsidence of the medial tibial component and associated bony fracture in this region with eventual fracture of the medial tibial plate. Device history record (DHR) was reviewed for deviations and/ or anomalies with no deviations / anomalies identified. It cannot be confirmed that loosening caused bone fracture or bone fracture caused the loosening and hence root cause cannot be determined. This complaint is confirmed for bone fracture however loosening cannot be confirmed. If any further information is received which would change or alter any conclusions or information, a supplemental medwatch will be filed accordingly. Zimmer biomet will continue.to monitor for trends.

Event description:
It was reported that a patient was revised approximately two weeks post implantation due to tibial component loosening caused by postoperative medial fracture. Attempts to obtain additional information have been made; however, no more is available at this time.

Manufacturer narrative:
(B)(4). D10- medical product: psn asf cr 10mm ve l 3-9 cd, item# 42512000410, lot# 66702757; psn fem cr por ccr nrw sz 5 l, item# 42502205801, lot# 66676501. G2- japan. H3- customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up is being submitted to relay additional information.

Event description:
No further event information available at the time of this report.